Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/14/2018. Batch number: p58r4l. Investigation summary: the analysis results showed that one ecr60b reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan was left inside the jaw when the cartridge was removed. The cartridge pan was removed from the device, and the same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.